Event description:
It was reported that the customer went to the emergency room with a blood glucose of 26 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer was treated with 3mg of basqimi nasal spray. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.